Event description:
It was reported that resistance was felt when removing the delivery system post stent delivery through the rhv. This resulted in membrane separation that was found on the wire. Excessive force was used to remove the delivery system from the pt.

Manufacturer narrative:
Quality assurance analysis noted the c-flex separated from the distal tip. The distal end of the c-flex was jagged and appeared tom. The c-flex junction was intact. The stent was not returned with the delivery system. Quality engineering determined that the failure mode exhibited by elastic membrane on the returned unit is indicative of elastic/tensile overload of the material. This has been previously established by scanning electron microscopy (sem). It appears that the c-flex separation resulted from incomplete opening of the rhv prior to removal of the stent delivery system from the anatomy. The force used to pull the delivery system through the rhv likely resulted in the c-flex separation. Resistance during the procedure typically precedes tensile overload of the elastic membrane. The IFU clearly instructs to fully open the hemostatic valve prior to attempting to remove the delivery system from the anatomy. As part of co's quality process all stent delivery system devices are inspected on-line for defects. The device mfg records were reviewed and there were non-conformities found that may have contributed to this complaint. An inservice was conducted on 12/12/97 regarding removal procedure after stent deployment per IFU. This MDR is considered closed by the quality assurance department.